Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The surgeon reported that she was inserting a 3.5mm screw into an anchorage foot plate and that during tightening, a small shaving of metal came off the screw.